Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported that there was alarming no disposable approximately every hour while using premixed cassette. No further details provided no patient injury reported.